Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported rupture with intracapsular silicon diffusion, capsular contracture - baker grade IV, the breast is very hard, deformed and painful to touch. Device has been explanted. This relates to the left side.